Event description:
It was reported that the patient had their system removed due to infection. It was noted that the patient had multiple episodes of infection, but it was unclear to which devices these infections were paired. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Programmer: model 37743, serial# (B)(4). Adaptor: model 74002, lot# n206155. Extension: model 748951, serial# (B)(4), implanted: (B)(6) 2004, explanted: na. Recharger: model 37752, serial# (B)(4). Extension: model 748951, serial# (B)(4), implanted: (B)(6) 2004, explanted: na. Lead: model 3487a-33, lot# j0454911,v implanted: (B)(6) 2004, explanted: (B)(6) 2012. Lead: model 3487a-33, lot# j0454911v, implanted: (B)(6) 2004, explanted: (B)(6) 2012.

Event description:
Follow up information received reported that the patient was doing well following the event. If additional information is received, a follow-up report will be sent.